Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging an error 2 with her onetouch ultra meter. Error 2 messages are possibly caused by a used test strip or problem with the meter. The following info is based on the customer care advocate's documentation since the medical affairs specialist (mas) was unable to reach the pt for follow-up questions. The pt tests 2 times per day and manages her diabetes with oral medications. The pt stated the error message first occurred 2 weeks ago but it is unk if the issue was intermittent or if she was unable to test for the whole 2-week period. It is also unk if she continued her usual regimen of oral medications. At an unspecified time after getting the error message, she reportedly became dizzy and had frequent urination. She did not test on any other devices and did not receive any medical intervention as a result of the reported issue. The customer care advocate (cca) went through troubleshooting with the pt and noted that the correct testing techniques were being used but the test strips were expired. Replacement products were sent to the pt. Based on the provided info, this complaint is being reported because the pt allegedly developed symptoms suggestive of hyperglycemia after the error message began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.